Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient had undergone a lead replacement due to lead discontinuity. System diagnostics were run intra-operatively upon connection of the new lead, and they returned an impedance result within normal levels, with 1555 ohms. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The explanted devices has not been returned to the manufacturer to date.

Manufacturer narrative:
Date of explant; corrected data: the previously submitted MDR inadvertently provided the wrong explant date of the suspect device for the event.